Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from the (B)(6) of swelling around neck and shoulders, felt sick, and peritonitis in a patient coincident with dianeal pd4 unknown therapy. On an unreported date in 2011, the patient's physician stated that the swelling could be due to a potential allergy, and the patient received remedial therapy with unspecified antihistamine treatment for the swelling. On (B)(6) 2011, the patient experienced abdominal pain and felt sick. On (B)(6) 2011, the patient presented to her renal unit with cloudy effluent, abdominal pain and stated that she felt sick. On that same day, the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient began protocol antibiotic therapy with vancomycin (2g, stat/once, ip) and ciprofloxacin (dose, frequency and route not reported). On that same day, the event of peritonitis was considered resolved. On an unreported date in 2011, the event of felt sick resolved. It was not reported whether the event of swelling around neck and shoulders resolved. Dianeal pd4 unknown therapy was ongoing. The nurse did not provide a statement of causality for the events of swelling around neck and shoulders, felt sick, peritonitis and the relationship to dianeal pd4 unknown therapy.